Event description:
The complainant reported a 75-year-old male patient presenting for cardiomyopathy. It was noted that during insertion of a 14fr peel-away long sheath, the vessel was perforated and an artificial blood vessel replacement was performed. The 14fr sheath was being used to dilate the vessel prior to a planned insertion of a 16fr sheath for impella implant. Following the intervention, the impella was introduced from the peripheral side of the artificial blood vessel.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.